Manufacturer narrative:
Uf/importer report # (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional two devices referenced are filed under separate medwatch report numbers.

Event description:
Uf/importer report # (B)(4). Three perclose prostyle suture did not deploy to create hemostasis( same lot # 1081141). No injury to patient. Sheath size to close : 7 fr. Laterality: (right) common femoral vein. Ultrasound used for access. Anticoag. Medication: heparin: hemostasis achieved via figure of 8 suturing. What was the original intended procedure: eps, cardiac ablation.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of device returned for analysis a conclusive cause for the reported difficulty could not be determined. Factors that contribute to the reported failure to fire may include, but are not limited to, interaction with patient anatomy (human tissue) or failure to maintain a stable position of the device with respect to the tissue tract. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d9, h3 - the device was initially reported as returning for analysis but has now been reported as not returning because it was discarded at the account.